Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2007. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent a gynecological procedure due to stress urinary incontinence. It was reported that following mesh insertion the patient experienced recurrent uti¿s, painful sexual intercourse and urethral-vaginal fistula. She reports that after the first surgery had a large abdominal peritoneal hematoma, urinary retention, recurrent uti¿s all of which were very painful, and a urethral polyp. She has vaginal lining irritation secondary to urine ph.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient had the mesh explanted on (B)(6) 2009, (B)(6) 2011 due to pain, urinary retention, urinary tract infections, dyspareunia, and urethral vaginal fistula. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: additional narrative: it was reported that when the patient had the sling implanted for bladder suspension, a right lower quadrant mass was found that appeared to be a hematoma. Subsequent scans revealed the hematoma was resolving.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.